Event description:
It was reported that a spectrum pump experienced system error 322. No pt injury was reported.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in spec in relation to the reported symptom which was not reproduced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. System error 322 was confirmed through the event history log. The loose lower latch switch bracket nylon screws were replaced as known contribution. This would allow the switch to move causing the reported symptom. The failed lower auxiliary assembly was replaced.